Event description:
It was reported the patient underwent a hip procedure on (B) (6) 2010. During the procedure, the liner could not be fully seated into the acetabular cup. Another liner was used to complete the procedure. However, a delay of more than half an hour had occurred.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found all dimensions applicable to seating and locking of the liner to be within specifications.